Manufacturer narrative:
(B)(6). Event evaluation: still under investigation.

Event description:
A study indicated that a 67 year old male underwent fevar of the aortoiliac on (B)(6)2013. The patient's anatomy indicated that he had mild left and right occlusive disease. Mild left and right calcification, and moderate tortuosity - of both right and left iliacs. The physician placed zfen (proximal and distal stent grafts) and two zenith spiral z iliac leg grafts in the left iliac and one zenith spiral z iliac leg graft on the right side as well as two bilateral covered renal stents (manufacturer not provided). Thrombus was noted to be present in the left iliac leg at the conclusion of the implant procedure. No thrombus was noted in the left iliac without difficulty. No follow-up visits have been done as of (B)(6) 2013. No additional information has been provided by the reporter.